Manufacturer narrative:
A partial lead was returned in two segments. Visual inspection found external insulation abrasion noted at 12.2 ¿ 12.6 cm breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted and replaced due to a non-function on the atrial lead.